Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, however the returned product serial number does not match the one provided, potentially the wrong instrument was sent back. The returned harmonic ace instrument was analyzed. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument moved intuitively with full range of motion. The blade opened and closed properly. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument passed the energy recognition test. The above-mentioned errors were not observed. The instrument was fully functional. There was no problem detected. A review of the logs for the returned instrument show that it was not used on the reported event date.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure the harmonic ace instrument broke during the procedure. A fragment fell into the patient and was retrieved during the same procedure. A back-up harmonic ace instrument was used to complete the procedure. There was a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.